Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed the keypad is scratched. No apparent contamination. Customer?s reported issue was not duplicated during. The root cause of the reported issue was not determined. No issues were found. Actions taken to mitigate the reported issue: performed preventive maintenance and passed all functional tests. UDI information is unknown.

Event description:
It was reported that reference voltage test event occurred. No patient injury reported.